Event description:
The duett pro sealing device was deployed following a diagnostic procedure, via a 6 f sheath via the right common femoral artery. The physician stated that tension, which is required by the instructions for use, may have been lost during the procedure following the deployment, the pt experienced loss of pulse and pallor. An arterial occlusion was diagnosed via contralateral angiogrram. Treatment consisted of surgical thrombectomy and anticoagulation. The event was resolved without further complications.